Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site. Medication was prescribed to treat the infection, and additional sutures were placed along the edges of the incision.